Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain") and genital haemorrhage ("abnormal bleeding") in a 45-year-old female patient who had essure (batch no. 626507, 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's concurrent conditions included uterine bleeding and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced depression ("depression"), anxiety ("mental anguish") and injury ("insertion injury"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic supracervical hysterectomy. With bilateral salpingo-oophorectomies). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety and injury outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, injury, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per essure insertion details: endometrial ablation was unsuccessful and uncompleted. Three trailing coils were noted. Batch number: 626507, man date: (B)(6) 2008, exp date: (B)(6) 2009. Batch number: 626583, man date: (B)(6) 2008, exp date: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain"), genital haemorrhage ("abnormal bleeding/heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 45-year-old female patient who had essure (batch no. 626507, 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's concurrent conditions included uterine bleeding, menometrorrhagia, blood pressure high, hepatitis c and scoliosis. Concomitant products included nsaid's since (B)(6)2008. In 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 day after insertion of essure. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back area pain"). On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and injury ("insertion injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with hydrocodone bitartrate;paracetamol (lortab), lisinopril, paracetamol (acetaminophen) and surgery (d & c and laparoscopic supracervical hysterectomy. With bilateral salpingo-oophorectomies). Essure was removed on (B)(6)2008. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain and abdominal pain lower had resolved and the vaginal haemorrhage, depression, anxiety, injury and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, genital haemorrhage, injury, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: per essure insertion details: endometrial ablation was unsuccessful and uncompleted. Three trailing coils were noted. Batch number: 626507, man date: 2008/01, exp date: 2009/12. Batch number: 626583, man date: 2008/02, exp date: 2010/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet- new event abnormal uterine bleeding was added. Outcome of event genital bleeding was updated to recovered /resolved. Treatment and concomitant drug, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain") and genital haemorrhage ("abnormal bleeding") in a 45-year-old female patient who had essure (batch no. 626507, 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion." The patient's concurrent conditions included uterine bleeding and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced depression ("depression"), anxiety ("mental anguish") and injury ("insertion injury"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic supracervical hysterectomy. With bilateral salpingo-oophorectomies). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety and injury outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, injury, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per essure insertion details: endometrial ablation was unsuccessful and uncompleted. Three trailing coils were noted. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, surgery (other)- insertion injury, patient did not undergo essure confirmation test, endometrial ablation performed concomitantly with essure insertion were added. Patient's medical history was added, lot number received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 45-year-old female patient who had essure (batch no. 626507, 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's concurrent conditions included uterine bleeding, menometrorrhagia, blood pressure high, hepatitis c and scoliosis. Concomitant products included nsaids since (B)(6) 2008. In 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 day after insertion of essure. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back area pain"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and injury ("insertion injury"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding/heavy bleeding"), abdominal pain lower ("cramping") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with hydrocodone bitartrate;paracetamol (lortab), lisinopril, paracetamol (acetaminophen) and surgery (d & c and laparoscopic supracervical hysterectomy. With bilateral salpingo-oophorectomies). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, back pain and abdominal pain lower had resolved and the depression, anxiety, injury and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, genital haemorrhage, injury, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: per essure insertion details: endometrial ablation was unsuccessful and uncompleted. Three trailing coils were noted. Batch number: 626507, man date: 2008/01, exp date: 2009/12. Batch number: 626583, man date: 2008/02, exp date: 2010/01 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain") and genital haemorrhage ("abnormal bleeding") in a 45-year-old female patient who had essure (batch no: 626507, 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's concurrent conditions included uterine bleeding and menometrorrhagia. Concomitant products included nsaid's since on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced depression ("depression"), anxiety ("mental anguish") and injury ("insertion injury"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back area pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic supracervical hysterectomy. With bilateral salpingo-oophorectomies). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia, back pain and abdominal pain lower had resolved and the genital haemorrhage, vaginal haemorrhage, depression, anxiety and injury outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, genital haemorrhage, injury, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per essure insertion details: endometrial ablation was unsuccessful and uncompleted. Three trailing coils were noted. Batch number: 626507, man date: 2008/01, exp date: 2009/12. Batch number: 626583 ,man date: 2008/02, exp date: 2010/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received. Events added from pfs- lower back area pain and cramping. Outcome of event pelvic pain and abnormal bleeding (vaginal, menorrhagia) was updated to recovered / resolved. Onset date of event pelvic pain was updated. Concomitant drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 45-year-old female patient who had essure (batch no. 626507, 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's concurrent conditions included uterine bleeding, menometrorrhagia, blood pressure high, hepatitis c and scoliosis. Concomitant products included nsaids since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 day after insertion of essure. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back area pain"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and injury ("insertion injury"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding/heavy bleeding"), abdominal pain lower ("cramping") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with hydrocodone bitartrate;paracetamol (lortab), lisinopril, paracetamol (acetaminophen) and surgery (d & c and laparoscopic supracervical hysterectomy. With bilateral salpingo-oophorectomies). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, back pain and abdominal pain lower had resolved and the depression, anxiety, injury and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, genital haemorrhage, injury, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: per essure insertion details: endometrial ablation was unsuccessful and uncompleted. Three trailing coils were noted. Batch number: 626507 man date: 2008/01 exp date: 2009/12. Batch number: 626583 man date: 2008/02 exp date: 2010/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for vaginal bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 45-year-old female patient who had essure (batch no. 626507, 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test" and medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's concurrent conditions included uterine bleeding, menometrorrhagia, blood pressure high, hepatitis c and scoliosis. Concomitant products included nsaids since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 day after insertion of essure. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back area pain"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and injury ("insertion injury"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding/heavy bleeding"), abdominal pain lower ("cramping") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with hydrocodone bitartrate;paracetamol (lortab), lisinopril, paracetamol (acetaminophen) and surgery (d & c and laparoscopic supracervical hysterectomy. With bilateral salpingo-oophorectomies). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, back pain and abdominal pain lower had resolved and the depression, anxiety, injury and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, genital haemorrhage, injury, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: per essure insertion details: endometrial ablation was unsuccessful and uncompleted. Three trailing coils were noted. Batch number: 626507 man date: 2008/01, exp date: 2009/12. Batch number: 626583 man date: 2008/02, exp date: 2010/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for vaginal bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report